Event description:
It was reported that during an unknown procedure, the jaw of the device broke upon the first use on tissue. There were no patient consequences. Unknown how case was complete.

Manufacturer narrative:
Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: what type of procedure was the device used in? Did the titanium blade break or did the white tissue pad become completely detached from the clamp arm? If the issue was with the white tissue pad, what was the condition of the pad (melted, burnt, split)? How was the case completed? Is the device available for return? If yes, please provide the contact name and mailing address for the return kit. If the device is returning, is the broken piece returning with the device or was it disposed of?